Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the 3 leads were explanted and replaced, resolving the issue.

Event description:
Related manufacturer report number: (B)(4). It was reported that the patient was experiencing unexpected shocking, causing their leg to jump and two of their leads were autoreducing. It was noted that all three leads had high impedances. X-ray revealed that the patient's l1 lead had migrated. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
H6 - adverse event problem - corrected clinical codes.